Manufacturer narrative:
Device evaluation provided in: d10, h3, h6, and h10. The ams 700 flat reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of wear at fold; a hole was present. Product analysis confirmed the reported events. The ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested. The tubing was identified to be cut down to the pump block; however, no leak was found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. However, product analysis concluded that identified that the pump failed activation test was the most probable cause of the device malfunction. Product analysis identified the device malfunction with the returned pump. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of "cause traced to component failure" was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that an inflatable penile prosthesis (ipp) device was explanted due to the device not working well. The patient visited his physician two weeks before this surgery, and after inspection, a hole that caused saline water leakage in the reservoir. The cause of the reservoir hole was not elaborated in the hospital. The patient was stable status and improved after this operation.

Event description:
It was reported that an inflatable penile prosthesis (ipp) device was explanted due to the device not working well. The patient visited his physician two weeks before this surgery, and after inspection, a hole that caused saline water leakage in the reservoir. The cause of the reservoir hole was not elaborated in the hospital. The patient was stable status and improved after this operation.